Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture was noted on the right atrial lead. During a lead revision procedure, the lead was found in the inferior vena cava and the helix would not retract. Lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. Patient was discharged.

Event description:
The helix was damaged and the ra lead exhibited no p wave sensing during device check.

Manufacturer narrative:
A complete lead was returned in one piece with helix partially extended. The damage found was sustained during the surgical procedure. The lead was otherwise normal.